Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on an unspecified time of (B)(6) 2011. He obtained a glucose result of '203 mg/dl' on the subject meter, which he felt was inaccurate high compared to his feelings/normal values. The patient stated that he manages his diabetes with 70/30 insulin (sliding scale) and unknown name of pills and due to the alleged issue he increased his dose of medication. He could not recall the total amount of insulin he administered. He claimed a 'little later', after the alleged issue started he felt 'dizzy and sweaty'. He informed this mss that he associated those symptoms to a hypoglycemic state. Reportedly 'immediately' after he felt the symptoms he self treated with orange juice and fruit. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter and the correct unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.